Manufacturer narrative:
Device failure suspected, but did not cause or contribute to a death or serious injury.

Event description:
It was reported that the patient was referred for revision surgery as the vns was showing low impedance. It was noted that about (B)(6) ago, the patient fell off a swing set which may have contributed to event. Further information was received indicating that the patient underwent revision surgery on (B)(6) 2012 and during surgery, the surgeon noted that the lead was broken. Products were returned to manufacturer, but analysis is pending. Attempts for further information have been unsuccessful to date.

Event description:
Analysis was completed on the returned products. No anomalies were found with the generator. However, a fracture was confirmed in the lead portions. During the visual analysis of the returned 216 mm portion the end of the connector ring quadfilar coil appeared to be broken approximately 278 mm from the end of the connector boot. Scanning electron microscopy was performed and identified the area as having extensive pitting which prevented identification of the coil fracture type. It is believed that stimulation was present for a certain period of time as evidenced by the presence of metal pitting. The abraded openings found on the outer and inner silicone tubes, most likely provided the leakage path for what appeared to be remnants of dried body fluids found inside the outer and inner silicone tubes. The abraded openings on two adjacent sections of inner tubing created a condition whereby the exposed conductive coils could come in contact with each other. With the exception of the observed discontinuity and abraded open silicone tubes, the condition of the returned lead portions is consistent with conditions that typically exist following an explant procedure. No other obvious anomalies were noted. The resistance measurement taken during decontamination verified an electrical and mechanical contact between the generator and connector pin at one point in time. Based on the findings in the product analysis lab, there is evidence to suggest a discontinuity in the returned portion of the device which may have contributed to the stated allegations of the lead break. The abraded openings on two adjacent sections of inner tubing created a condition whereby the exposed conductive coils could come in contact with each other contributing to the low impedance condition. Note that since a large portion of the lead assembly (body) including the electrodes was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.